Event description:
It was reported that the patient was experiencing loss of stimulation. X-ray revealed that one of the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).